Event description:
The dme reported that there was a broken zipper on the canopy side safety sheet zipper. The bottom stopper of the zipper appeared to be missing and prevented the zipper from staying closed. The complainant reported that the client (mother) tried to zip two separate safety sheets and neither would stay zipped. Per the complainant, the child was able to open or separate the zipper to attempt an escape. There was no report of injury as a result of the event.

Manufacturer narrative:
The complainant provided two (2) photos of the zipper, which appear to confirm that the bottom stopper of the canopy side safety sheet zipper was missing. They confirmed there was no injury or medical intervention required as a result of the event. Cubby beds made three (3) attempts for information relevant to the investigation. According to the complainant, "mom went to change the "safety" sheet for washing, then noticed that zipper will not stay closed. The problem is on the canopy side of the zipper. Cubby beds was able to determine the order number and lot number information. A return shipping label was provided, and the damaged canopy was repaired and returned to the family. Warnings are addressed in pack80020 v1.0 cubby bed user manual. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. "You are responsible for providing adult supervision when using this product." "Do not use the product if any parts are missing, damaged, or broken" page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.